Event description:
It was reported that there was noise on the electrogram of this right ventricular (rv) lead. The physician thought the lead was broken. Impedances, sensing, and thresholds were normal. The physician ultimately abandoned the lead surgically and it was replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.